Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that there the potassium level drifted "quite a bit" on the blood parameter monitor (bpm). As a result, an alternate device was employed. No other details regarding the nature of this event were provided. Per the clinical review on (B)(6) 2013: during cardiopulmonary bypass procedure (cpb), after the first in-vivo recalibration, the potassium (k+) value was reading much higher than expected and much higher than believable. It actually was being displayed at 8.0 meg/l, even though no perfusion changes or status would lead the perfusionist (ccp) to believe the k+ would or should be that high. Multiple times during cpb, in-vivo recalibrations were done and the k+ value would rise very quickly later. An abbott I-stat hand held lab analyzer was used to assist in the clinical management of the pt. The ccp made it very clear that the bpm values for k+ were understood to not be reflective of the pt's status and were not used to guide pt management. The procedure was completed successfully, without delay. There was no associated blood loss, due to this issue.